Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Laparoscopic hepatectomy - "the septum was found to be damaged and missing inside patient cavity during a procedure. According to the result of the interview with the physician, it is most likely that multiple insertion of [competitor's energy device] and contact with distal end of the device caused the septum to be damaged. A portion of the septum was noted and completely removed." Initial investigation report by (B)(4) olympus: two(2) dismantled seals, [competitor's energy device] causing the incident and a rubber fragment were returned to olympus and visually inspected. <investigation for 1st seal> the reported damage to the septum was confirmed; the septum was missing a portion; the returned fragment approx. 2.0 mm x 1.5 mm is similar to the missing location of the septum. No damage was observed with the ddb and shield. The seal was damaged since it was dismantled by the facility. <investigation for 2nd seal> no damage was observed with the septum, ddb and shield. The seal was damaged since it was dismantled by the facility. The unit will be returned to amr for further evaluation. (B)(4). Per [competitor's energy device] causing the incident, olympus will consult amr about shipping other manufacturer's device to amr. Additional information received via email from distributor on february 21, 2017 - "the total number of malfunctions is one. It occurred in the first seal. There was not a report of a malfunction with the 2nd ctf73. It was used in the same operation and it seemed that the facility checked whether or not the valve of the 2nd seal was also missing a portion. The septum of the first seal was damaged during a treatment before dismantled by facility. The seals (white parts) were damaged for visible appearance inspection of valve during being dismantled. The seals(white parts) were damaged as the caps of the seals were forced open with a tool." Patient status - no patient injury.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.